Event description:
It was reported that, one day post-implant, the patient reported a loss of stimulation in her lower back. The patient visited their health care provider approximately one week later, and reported "feels the stimulation with sitting, not standing." The following statement was made by the health care provider "if needed we need to revise it." Oral medications were being given, including percocet, others were unknown. Another appointment with the health care provider had been scheduled. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).